Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Refer to MFR's report number 1627487-2010-00315 for device 1. On (B) (6) 2009, the pt was implanted with a scs system. On (B) (6) 2010, the pt informed ans that she had fallen on the ipg site and was experiencing a constant burning sensation. The pt stated that burning can be felt even when the device is turned off. The burning intensifies when the ipg is charging. On 05/28/2010, the sales rep informed ans that the pt system would be revised on (B) (6) 2010.